Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with carto® 3 system and a map shift with no error message, no patient movement and no cardioversion issue occurred. It was reported that there was a visible map shift from the z plane, the inferior part of the map shifted upwards. There were no error messages, indications of a map shift, or a prompt to remap. They noticed the map shift when the catheter would not return to the previous location. The caller was advised to remap to continue the procedure. They confirmed there was no patient movement and a default template was being used. They measured the map shift and it shifted up 2.1 cm. Additional information was received. No error was displayed on the carto® 3 system. After mapping and switching out a pentaray catheter for an ablation catheter is when it was noted that the ablation catheter could not reach the surface of the fam map; however, contact with the endocardium was confirmed using ultrasound. The issue was seen after mapping, prior to ablation. The approximate difference in catheter location before and after map shift was 2.1 cm. The physician did not perform cardioversion prior to the map shift and the patient did not move before detecting the shift. The issue was assessed as MDR reportable for a map shift with no error message, no patient movement and no cardioversion.

Manufacturer narrative:
The investigation was completed on 05-mar-2023. It was reported that a patient underwent a cardiac ablation procedure with carto® 3 system. It was reported that there was a visible map shift from the z plane, the inferior part of the map shifted upwards. There were no error messages, indications of a map shift, or a prompt to remap. They confirmed there was no patient movement and a default template was being used. The approximate difference in catheter location before and after map shift was 2.1 cm. The biosense webster representative followed up with the account and confirmed that the issue was resolved by rebooting the system and the system performs to specifications. Data related to the reported issue was sent to the device manufacturer. Investigation of the carto 3 system was not possible due to the investigated data is corrupt at the data source. There was no bcs data contain all needed data for the analysis. The complaint history of the system was reviewed and no more similar problems were found since the issue occurred. The system is ready for use. A manufacturing record evaluation was performed for the carto 3 system # 35318, and no internal actions related to the reported complaint condition were identified. H6. Component code of ¿appropriate term/code not available¿ represents reboot / restart. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).